Event description:
It was reported that during a laparoscopic cholecystectomy procedure when trying to extract the gall bladder, the pouch broke at the bottom. The same event occurred with a second device. The case was completed with a third device of the same product code. No patient consequences were reported. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did specimen fall from pouch devices when they broke? Did any part of pouch devices (that broke) fall into patient? If parts of pouch fell into patient, were parts retrieved?